Event description:
It was reported that the patient received inappropriate therapy. Noise was observed on the lead. The pocket was opened to evaluate the lead. No damage was observed. The noise could not be reproduced. Due to the patient's blood vessel being occluded, the physician did not remove the lead or add another one. The pocket was closed and the patient will be scheduled for a laser extraction.

Manufacturer narrative:
Na